Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to screw not coming out. A new rv lead of the same model was successfully placed and will not be returned due to infection or contamination. No additional adverse patient effects were reported.